Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient's cartridges for the past few weeks have had air bubbles in them. There is no reported adverse event with this complaint. This report is made based on the allegation of the air bubbles in cartridge issue.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.